Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging. Technical support planned to follow up. Upon follow-up customer confirmed the pump began charging after leaving the wall adapter plugged into a working outlet for 30 consecutive minutes using the original charging supplies. Battery charging issue did not lead to a pump shutdown. Pump began charging. No further assistance required.